Event description:
It was reported that the caller experienced a cgm error 42 related to the sensor. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to wait 20 minutes after the pump came out of storage mode before starting a sensor session and was guided through a pump reset. After completing the reset, the customer successfully started their sensor session without the error recurring.